Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient felt that the area of the spinal incision site was "wet". The patient alleged that they had developed a seroma. The patient was admitted to the hospital where the pump was subsequently explanted.